Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements of 1,000 ohms in bipolar configuration and 1,400 ohms in unipolar configuration. Approximately six years later, the rv pacing impedance measurement increased to greater than 2,000 ohms. A revision procedure was performed. The rv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.